Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported the I-stat ctni cartridge yielded a whole blood result of 0.00 ng/ml, (B)(6) 2010 at 5:04am. Different sample tested on laboratory instrument yielded a result of 0.26 ng/ml, (B)(6) 2010 at 4:50am. Different sample tested on laboratory instrument yielded a result of 78.34 ng/ml, (B)(6) 2010 at 17:00pm. I-stat was not repeated.